Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case non-valox but no visible exterior breaks or cracks and the battery was depleted. A review of the event history log identified syringe plunger not in place, and set time date alerts which is what the customer may have been referring to. Functional testing was performed using the power up process, calibration verification, and the occlusion test, the reported issue was duplicated. The left case was damaged as was stated by customer (case flippers also causing plunger not in place for smaller syringes). The root cause of the problem was result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Replaced the left case. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a force sensor failure and the left side plunger assembly was broken. No patient injury was reported.